Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed in is the date abbott diabetes care became aware of the event. Note- the initial reporter is a pharmacist, but the information documented in is that of the customer. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2017 a caller (pharmacist) contacted adc to request a replacement meter for a customer's adc blood glucose meter that was providing high readings compared to an hcp meter. The caller stated the customer "has hypoglycemia, is pregnant, and her blood sugar was very low". The caller reported the customer tested with her adc meter when she was "feeling dizzy¿, but the meter indicated the customer was not hypoglycemic. As a result of this issue, the customer was hospitalized. The caller added that the customer had been ¿in and out of the hospital¿ due to the meter¿s high readings. She indicated she did not know the exact dates of the hospitalization, treatment the customer received, or specific readings. She mentioned that the customer eventually went to her doctor for a check-up, and compared her meter to the doctor¿s meter and the customer¿s meter was ¿off by 100 mg/dl¿. The doctor called the pharmacy to request a replacement meter for the customer. The caller indicated she did not have further details, and suggested adc contact the customer directly. Several attempts were made to reach the customer without success. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product's were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
On (B)(6) 2017 a caller (pharmacist) contacted adc to request a replacement meter for a customer's adc blood glucose meter that was providing high readings compared to an hcp meter. The caller stated the customer "has hypoglycemia, is pregnant, and her blood sugar was very low". The caller reported the customer tested with her adc meter when she was "feeling dizzy¿, but the meter indicated the customer was not hypoglycemic. As a result of this issue, the customer was hospitalized. The caller added that the customer had been ¿in and out of the hospital¿ due to the meter¿s high readings. She indicated she did not know the exact dates of the hospitalization, treatment the customer received, or specific readings. She mentioned that the customer eventually went to her doctor for a check-up, and compared her meter to the doctor¿s meter and the customer¿s meter was ¿off by 100 mg/dl¿. The doctor called the pharmacy to request a replacement meter for the customer. The caller indicated she did not have further details, and suggested adc contact the customer directly. Several attempts were made to reach the customer without success. There was no report of death or permanent injury associated with this event.